Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had the pump for about 2 weeks and was receiving a meter bg now alert. Customer's blood glucose level was 49 mg/dl. Customer was getting a message indicating that she is low. Customer was aware why she was low. Customer took too much insulin when she ate lunch. Customer does not need to troubleshoot for the low blood glucose level since she was correcting by eating almonds. Customer was advised that she was receiving the alert because she is not calibrating when the pump is expecting a calibration. Customer was advised to calibrate about 3-4 times a day when the body is at a stabilized stage. No further assistance needed.